Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed consecutive stalled motor events during piston rewind and stopped rewinding despite a full charge, with no visible obstruction in the chamber and repeated restarts unsuccessful; a replacement device was provided and the original was returned. Symptoms included no reported adverse health effects and blood glucose levels were unaffected. Outcomes included no injury and no medical intervention or hospitalization. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.